Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-03492. The pt received his scs system on (B)(6) 2010 consisting of an ipg and surgical lead. It was reported that the pt's scs system was explanted due to an infection which developed at the ipg site. A culture was taken; however, the results have not been disclosed. The pt is reportedly being treated through intravenous antibiotics. Follow-up on the pt found that he is recovering well with no additional issues reported.

Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.